Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
(B)(6). Field service specialist (fss) visited the account and checked system. Fss found high voltage cable was damaged and changed it. Check system for all specification. System meets all specification. A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that treatment stop after 5 sec with a laser energy sensor error message. The treatment was not completed on the same visit. Surgeon plans to do treatment after laser is serviced.